Event description:
The end-user, a quadriplegic, was using his wheelchair when the chair lost power. The lack of power caused the chair to stop abruptly. The end-user's head moved forward and back. He called an ambulance to transport him to a hospital. He was diagnosed with whiplash, treated and released the same day. The cause of the abrupt stop is under investigation.